Event description:
An event involved a chemolock¿ port, was reported that connector leaked at piggyback infusion site. 24-hour chemotherapy bag taken down and remade for infusion by pharmacy. There was reported patient involvement and there was patient safety issue. It occurred on an unspecified date.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. Should the device be returned a follow up report will be submitted. D4: only di provided as lot number is unknown.